Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A. 5076 implantable pacing lead, (B)(6) 2010. A 5071 implantable pacing lead, (B)(6) 2011. A 5866 lead adaptor, (B)(6) 2011. A 6947 implantable defib lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the epicardial lead on the left ventricular (lv) had high thresholds. The lead is part of a two lead system on the lv and remains in use. No patient complications have been reported as a result of this event.